Manufacturer narrative:
A siemens regional support center specialist reviewed the instrument data and did not find any errors. The instrument data showed that the operator used hand-held scanner to scan the samples. A siemens field application specialist (fas) was dispatched to the customer site. After analyzing the instrument data and reviewing the sample information for samples run on rack (B)(4), the fas determined that the results for two samples were swapped. A siemens headquarters support center specialist (hsc) reviewed the instrument data. The hsc specialist determined that when the problem tubes were read, the barcodes on the tubes were positioned in such a way that the barcode labels were not visible to be read by the sample rack server, therefore, relying on the operator to place the samples in the correct location. The cause of the incorrect results being reported for two patient samples was due to the customer manually entering sample barcodes with hand-held scanner. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer reported incorrect results for two patient samples tested on a dimension vista 500 instrument for multiple assays. The samples were misplaced into wrong positions on the rack. The issue was determined when the customer reran sample ID (B)(6) on an alternate dimension vista instrument, which produced different results. This sample was then repeated on the same instrument matching with the results obtained on the alternate dimension vista instrument. Subsequently, the physician(s) questioned the results for the second sample (sample ID (B)(6)) as they thought that the customer had a mislabeled tube. A new sample was collected for patient with sample ID (B)(6) and run on the same instrument, resulting different. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the incorrect results being reported.